Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The device was successfully removed from the patient's body, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 15mm from catheter was returned for device analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 3mm longitudinal tear in the mid-section. The device was attached to an encore inflation unit, and the balloon was observed to have a leak. A microscopic examination of the distal bumper tip was flared.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst due to severe calcification. The device was successfully removed from the patient's body, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition post-procedure.